Manufacturer narrative:
H10: device evaluation: lens returned in a microcentrifuge vial in liquid. Visual observation found haptic torn. The returned lens did not meet the original value measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Additonal data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.00/1.5/012 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as user error.

Manufacturer narrative:
Claim# (B)(4).